Event description:
Reported event of "hematoma (not needing revision)" found within 2 patients who underwent "implant reconstruction alone" in the journal article, "patient-report satisfaction and health-related quality of life in tiloop bra-assisted or implant-based breast reconstruction alone." No treatment noted. It is unknown whether the device remains implanted.